Event description:
It was reported that an asymptomatic patient presented in the ER after receiving therapy. True vt episode was confirmed during testing. Externalized conductors via x-ray and noise were observed. The lead was explanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 30.3-30.7cm from the distal tip, consistent with friction to the ICD can. Externalized conductors due to inteernal insulation abrasion were found at 13.3-16.0cm from the distal tip, an internal insulation abrasion was noted under the rv shock coil at 5.5-6.3cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasions were noted under the svc shock coil at 17.0-18.4cm and 21.8-22.2cm from the distal tip. The etfe coating of one re cable was abraded at 17.0-18.4cm from the distal tip. This is consistent with the field event of noise.